Event description:
It was reported that the burr was stuck in the lesion, requiring additional intervention. A rotawire drive and a 1.25 rotapro were selected for use. During the procedure, it was noted that the burr could not advance on the wire. Furthermore, a kink was noted on the wire. The physician attempted to use another rotawire drive, however, the same issue occurred. It was then noted the rotapro burr was stuck in the lesion. The physician made several attempts to maneuver and remove the rotapro burr, but the rotapro burr could not be removed from the vessel. The procedure was cancelled, and the patient underwent emergency open-heart surgery to remove the device.